Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00059. It was reported that during a permanent scs implant procedure, the physician was unable to advance the leads in the epidural space due to blockage. As a result, the procedure was abandoned.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00059.